Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving prialt (ziconitide, sn (B)(6) (25 mcg/ml at 1.203 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient was experiencing some hallucinations, disorientation, and brain fog. Upon neurosurgeons¿ evaluation, he ultimately determined to explant the pump in fear of infection/ signs of possible sepsis. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting: ¿first attempted to reduce prialt dosing to lowest minimum dose. The patient was still experiencing symptoms that wife described as ¿not normal.¿ action/intervention: the whole system was explanted. Outcome: the issue was not resolved. The patient medical history was cancer. The patient weight was not available due legal/confidential reason. The patient status was alive and no injury.

Event description:
Additional information was from a healthcare provider (hcp) via a company representative (rep) indicated that the patient¿s symptoms were not related to the pump or therapy. Cause of the symptoms was unknown. Outcome: was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.